Manufacturer narrative:
The left motor/gearbox assembly was returned for evaluation. Per the initial evaluation, you could hear the brake engage/disengage electrically but there was no brake static torque. Additionally, the strain relief was broken. An expanded evaluation was performed. The expanded evaluation report confirmed that the motor cable was pulled out from the motor and no brake static torque was measured at the output shaft, indicating a mechanical brake failure. The underlying cause could not be determined after reviewing the documentation in this investigation. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that left motor cable has come out of the motor, and the brakes will not engage.